Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1810 biopsy instrument allegedly experienced failure to prime, material twisted/bent and self-activation or keying. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for failure to prime and self-activation and is unconfirmed for material twisted/bent. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation. The evaluation is identified for self activation and needle bent; however, inconclusive for failure to prime. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1810 biopsy instrument allegedly experienced failure to prime, dull, blunt and self-activation or keying. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.